Event description:
Tip of bisector detached and was left inside of patient. Surgeon attempted to remove the piece but could not retrieve patient was x-rayed and second a attempt was unsuccesful. Surgeon opted to leve inside leg.